Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infusion due to the incorrect selection of drug concentration by the clinician that resulted in the patient receiving five times the intended dose of hydromorphone on the pca module. This was reported to bd representative during site visit. There was patient involvement but no harm.